Event description:
It was reported to ventec that the device powered off unexpectedly. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec who reviewed its electronic records (system logs) and observed data which confirmed that it did power off unexpectedly, as reported. During the device's evaluation, ventec observed that it could no longer power on when prompted. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.